Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the "vent in opt". Ventec requested clarification regarding the reported issue but was advised that no further clarification was possible. There was no patient involvement associated with the reported issue.